Manufacturer narrative:
Pain, infection, and skin overgrowth are known complications associated with percutaneous implant systems. There are no indications that the occurred is a result of manufacturing or component failure. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.

Event description:
Abutment removal and implant capping due to issues with abutment pain, infections skin overgrowth.